Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ right tubal ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy'), salpingitis ('right fallopian tube inflamed') and ovarian cyst ('other injury(ies) or complication please describe: left ovarian cyst') in a 29-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2013, miscarriage on (B)(6) 2013, multigravida, parity 5, vaginal discharge, cholecystectomy, blood in stool and colonoscopy. Concurrent conditions included menstrual disorder, vulvovaginal rash, diarrhea, abdominal pain, helicobacter pylori gastritis, heartburn, irritable bowel syndrome, weight loss, perineal rash, blood in urine, black stools, osteoarthritis, nausea, painful urination, genital bleeding, abdominal pain upper, left lower quadrant pain, burping, vaginal flora imbalance, hemoperitoneum, bleed in luteal cyst, paratubal cyst, fallopian tube enlargement, hemorrhage (nos) and intestinal adhesions. Concomitant products included levonorgestrel (mirena) since (B)(6) 2010 for birth control as well as acetylsalicylic acid (aspirin) since (B)(6) 2013, doxycycline, misoprostol, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems, condition- depression,") and anxiety ("psychological or psychiatric problems, condition- anxiety/mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 8 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("physical pain/pain/pelvic area"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth / miscarriage"), cystitis ("bladder problem - cystitis"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with alprazolam (xanax), amoxicillin trihydrate;clarithromycin;lansoprazole (prevpac), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ibuprofen, methylergometrine maleate (methergine), tolnaftate (antifungal), ciprofloxacin betain (cipro) and surgery (laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, left ovarian cystectomy, left distal salpingectomy and lysis of adhesion and ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, ovarian cyst, menorrhagia, depression, anxiety, dysmenorrhoea and abortion spontaneous outcome was unknown and the pelvic pain, vaginal haemorrhage, dermatitis allergic, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ruptured ectopic pregnancy and salpingitis with essure. The reporter considered abortion spontaneous, anxiety, cystitis, depression, dermatitis allergic, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) patient experienced another pregnancy episode in 2013 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2016: pregnancy positive. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ right tubal ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy'), salpingitis ('right fallopian tube inflamed') and ovarian cyst ('other injury(ies) or complication please describe: left ovarian cyst') in a 29-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2013, miscarriage on (B)(6) 2013, multigravida, parity 5, vaginal discharge, cholecystectomy, blood in stool and colonoscopy. Concurrent conditions included menstrual disorder, vulvovaginal rash, diarrhea, abdominal pain, helicobacter pylori gastritis, heartburn, irritable bowel syndrome, weight loss, perineal rash, blood in urine, black stools, osteoarthritis, nausea, painful urination, genital bleeding, abdominal pain upper, left lower quadrant pain, burping, vaginal flora imbalance, hemoperitoneum, bleed in luteal cyst, paratubal cyst, fallopian tube enlargement, hemorrhage (nos) and intestinal adhesions. Concomitant products included levonorgestrel (mirena) since (B)(6) 2010 for birth control as well as acetylsalicylic acid (aspirin) since (B)(6) 2013, doxycycline, misoprostol, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems, condition- depression,") and anxiety ("psychological or psychiatric problems, condition- anxiety/mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 8 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("physical pain/pain/pelvic area"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required), abortion spontaneous ("stillbirth / miscarriage"), cystitis ("bladder problem - cystitis"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with alprazolam (xanax), amoxicillin trihydrate;clarithromycin;lansoprazole (prevpac), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ibuprofen, methylergometrine maleate (methergine), tolnaftate (antifungal), ciprofloxacin betain (cipro) and surgery (laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, left ovarian cystectomy, left distal salpingectomy and lysis of adhesion and ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, ovarian cyst, menorrhagia, depression, anxiety, dysmenorrhoea and abortion spontaneous outcome was unknown and the pelvic pain, vaginal haemorrhage, dermatitis allergic, urinary tract infection, cystitis, vaginal discharge and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ruptured ectopic pregnancy and salpingitis with essure. The reporter considered abortion spontaneous, anxiety, cystitis, depression, dermatitis allergic, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) patient experienced another pregnancy episode in 2013 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2016: pregnancy positive. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhea, vaginal haemorrhage, ovarian cyst, ectopic pregnancy with contraceptive device concerning the injuries reported in this case, the following ones were in patients. Medical records : ruptured ectopic pregnancy, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event pelvic pain,abnormal bleeding (vaginal),allergic or hypersensitivity reaction and urinary tract infection updated to recovered .event cystitis, vaginal infection , vaginal discharge and abortion added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ right tubal ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy'), salpingitis ('right fallopian tube inflamed') and ovarian cyst ('other injury(ies) or complication please describe: left ovarian cyst') in a 29-year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2013, miscarriage on (B)(6) 2013, multigravida, parity 5, vaginal discharge, cholecystectomy, blood in stool and colonoscopy. Concurrent conditions included menstrual disorder, vulvovaginal rash, diarrhea, abdominal pain, helicobacter pylori gastritis, heartburn, irritable bowel syndrome, weight loss, perineal rash, blood in urine, black stools, osteoarthritis, nausea, painful urination, genital bleeding, abdominal pain upper, left lower quadrant pain, burping, vaginal flora imbalance, hemoperitoneum, bleed in luteal cyst, paratubal cyst, fallopian tube enlargement, hemorrhage (nos) and intestinal adhesions. Concomitant products included levonorgestrel (mirena) since december 2010 for birth control as well as acetylsalicylic acid (aspirin) since (B)(6) 2013, doxycycline, misoprostol, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems, condition- depression,") and anxiety ("psychological or psychiatric problems, condition- anxiety/mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 8 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("physical pain/pain/pelvic area"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), amoxicillin trihydrate;clarithromycin;lansoprazole (prevpac), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ibuprofen, methylergometrine maleate (methergine), tolnaftate (antifungal), ciprofloxacin betalin (cipro) and surgery (laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, left ovarian cystectomy, left distal salpingectomy and lysis of adhesion and ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, ovarian cyst, menorrhagia, vaginal haemorrhage, dermatitis allergic, depression, anxiety, dysmenorrhoea and urinary tract infection outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ruptured ectopic pregnancy and salpingitis with essure. The reporter considered anxiety, depression, dermatitis allergic, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, ovarian cyst, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) patient experienced another pregnancy episode in 2013 which captured under case 2019-127752 diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2016: pregnancy positive. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : dysmenorrhea, vaginal haemorrhage, ovarian cyst, ectopic pregnancy with contraceptive device concerning the injuries reported in this case, the following ones were in patients medical records : ruptured ectopic pregnancy, salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)/ right tubal ectopic pregnancy'), ruptured ectopic pregnancy ('ruptured ectopic pregnancy'), salpingitis ('right fallopian tube inflamed') and ovarian cyst ('other injury(ies) or complication please describe: left ovarian cyst') in a (B)(6) year-old female patient who had essure (batch no. 740665) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device on (B)(6) 2013, miscarriage on (B)(6) 2013, multigravida, parity 5, vaginal discharge, cholecystectomy, blood in stool and colonoscopy. Concurrent conditions included menstrual disorder, vulvovaginal rash, diarrhea, abdominal pain, helicobacter pylori gastritis, heartburn, irritable bowel syndrome, weight loss, perineal rash, blood in urine, black stools, osteoarthritis, nausea, painful urination, genital bleeding, abdominal pain upper, left lower quadrant pain, burping, vaginal flora imbalance, hemoperitoneum, bleed in luteal cyst, paratubal cyst, fallopian tube enlargement, hemorrhage (nos) and adhesion. Concomitant products included levonorgestrel (mirena) since (B)(6) 2010 for birth control as well as acetylsalicylic acid (aspirin) since (B)(6) 2013, doxycycline, misoprostol, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems, condition- depression,") and anxiety ("psychological or psychiatric problems, condition- anxiety/mental anguish"). On (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 8 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction type: rashes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain ("physical pain/pain/pelvic area"). On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with alprazolam (xanax), amoxicillin trihydrate; clarithromycin; lansoprazole (prevpac), ethinylestradiol; ferrous fumarate; norethisterone acetate (lo loestrin fe), ibuprofen, methylergometrine maleate (methergine), tolnaftate (antifungal), ciprofloxacin betaine (cipro) and surgery (laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, laparoscopic right salpingo-oophorectomy, excision of ectopic pregnancy, d&c, left ovarian cystectomy, left distal salpingectomy and lysis of adhesion and ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, salpingitis, ovarian cyst, menorrhagia, vaginal haemorrhage, rash, depression, anxiety, dysmenorrhoea and urinary tract infection outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for ruptured ectopic pregnancy and salpingitis with essure. The reporter considered anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, ovarian cyst, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: did not undergo confirmation test (discrepancy noted in pfs) patient experienced another pregnancy episode in 2013 which captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2016: pregnancy positive. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2016: negative. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: dysmenorrhea, vaginal haemorrhage, ovarian cyst, ectopic pregnancy with contraceptive device concerning the injuries reported in this case, the following ones were in patients medical records : ruptured ectopic pregnancy, salpingitis.. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received- new events ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ruptured ectopic pregnancy, pregnancy (ectopic), device ineffective, allergic or hypersensitivity reaction type: rashes, psychological or psychiatric problems, condition: depression, anxiety/ mental anguish, dysmenorrhea (cramping), other injury(ies) or complication please describe: left ovarian cyst, infection (bladder/ urinary tract/vaginal) type: uti, right fallopian tube inflamed were added¿ outcome of pelvic pain updated to ¿recovering / resolving¿, new reporter, patient information, medical history, treatment and concomitant medications , lot number were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.